Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence with concurrent procedure of hysterectomy. After implantation, the patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring, and neuromuscular, urinary and bowel problems. It was reported that due to severe pain and inability to void, patient underwent mesh removal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat menometrorrhagia, adenomyosis, and fibroids concurrently with a bilateral salpingectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urinary incontinence and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional patient codes: (B)(4)- spasm, (B)(4)- urinary tract infection, (B)(4)- vaginal atrophy additional narrative: it was reported that following insertion the patient experienced vaginal atrophy, spasm and acute urinary tract infection.